Event description:
Healthcare professional reported, left side deflation. Device was explanted. Healthcare professional, later reported, "particles in valve".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening assessed, as fold flaw opening. Particles in valve: observed, brown particles in the valve. As per the investigation procedures: creases and wear abrasion were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device was explanted. Healthcare professional later reported "particles in valve".